Event description:
I will be having a hysterectomy on (B)(6) 2013 due to my choice of having the essure implanted in (B)(6) 2011. I have had nothing but problems since receiving this device. I have had extreme lower back pain, constant pelvic pain, loss of hair, swollen ankles, depression, fatigue, large amounts of fluid in the uterus that I have to get drained every 3 months, numbness of hands and feet, insomnia, headaches, moodiness and swollen abdomen, I am miserable, but should hopefully get some relief soon. The entire reason for getting the essure was to avoid surgery and downtime. Now I have to go in for a hysterectomy and I am only (B)(6) old. Also, my right coil has migrated some place else. Lets hope my doctor can find it during surgery. My quality of life is ridiculous. My family has suffered!